Event description:
Reported by the complainant as follows: quite a few examples where the product is not producing a ECG signal, having to rub the gel and apply pressure to the electrode in order to obtain connection. No negative outcome with a pt has occurred as a result of this issue. This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because this issue could result in permanent impairment or death and medical intervention could be required to prevent either outcome.

Manufacturer narrative:
(B)(4).